Event description:
Pump was reported to overinf;urse. A 1000 ml bag of normal saline was set to run at 50 ml/hr. After 3 hours, the pump alarmed for keep vein open and 9000 ml had been infused. The patient's potassium level increased to 5.9, but no medial intervention was required and not patient injury resulted per risk manager.